Event description:
The customer reported that the system was slow to terminate exposure & the left screen went very light then dark then blank. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep was utilizing the rus and disabled the extended exposure feature. He also adjusted the ps-3 power supply output. The system is operating as intended.